Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use. Duration of use was 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.